Event description:
It was reported that during an open sigmoidectomy, the device was locked out at the 2nd firing. The staple height was green. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = cartridge damaged, loading technique. Additional information was requested and the following was obtained: were any staples deployed prior to the lockout? No. Was any tissue cut prior to the lockout? No. The doctor commented that the cartridge might have been misloaded by a nurse. The analysis found that one sr75 reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch record was reviewed and no anomalies were noted during the manufacturing process.